Manufacturer narrative:
Exemption number e2011009 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). The device is currently shipping from brazil to bbm in germany for investigation. A follow-up report will be provided after the inspection results are available. Reviewed the device history record and no abnormalities found during in-process or at final control inspection. Resubmitted for typographical correction to manufacturer number: change from-9619825-2015-00633 change to: 9610825-2015-00633

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): infusion of drug occurred at 62h. Pumps are programmed to take 49-50 hrs for full infusion of the drug.

Manufacturer narrative:
Exemption number e2011009 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen a(manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used, empty easypump ii lt 100-50-s without packaging (contaminated with a cytostatic drug). The received sample was taken to a visual inspection. In as-received condition the white clamp is missing. The original wing cap was not anymore on the patient connector, the patient connector was not blocked. After opening the top cap we detected residues of solution (liquid) at the filling port (lli-cone). In addition, we detected residues of crystallized drug residues at the patient connector respectively all over the complaint sample. The sample was taken to a functional test respectively a leak test was carried out. After starting the pump and waiting for 60 minutes the pump did not work (solution was not running). After these 60 minutes leakages were not detected. The inspected sample is not in accordance with our requirements. Hence we assess this complaint to be justified. We have informed our manufacturer accordingly. Corrective measures have been initiated and are documented under CAPA 001365 and CAPA 001475.